Manufacturer narrative:
Reason for reoperation is inflammation/irritation. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: weight to the spectrum, flat crease, black particles, and deformation. Based on the device analysis the final assessment is: there were no issues related with the manufacturing process. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "left side inflammation response". The device has been explanted.